Event description:
Problem of screwing into the implant during placement. Procedure completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D10. Concomitant medical products hc343, heal collar 3.5x4.5, 3mm lot 2120000759.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) hc343, (heal collar 3.5x4.5, 3mm) for evaluation. Visual evaluation was performed, there was signs of use, the abutments threads were damaged. A functional test could not be completed due to the damage to the threads. DHR review was completed for the subject lot number 2022031267. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022031267 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : fit : does not seat. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The healing collar was used and had damaged threads. Unable to perform a functional test. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.